Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg was protruding from the patient's skin and was causing discomfort. The patient underwent a pocket revision procedure and was doing well postoperatively. The device remains implanted.